Event description:
A 43-year-old male patient with a known chronic cardiomyopathy experienced an acute decompensation leading to severe cardiogenic shock. The patient had a complex congenital cardiac history, including d-transposition of the great arteries (d-tga) treated in infancy with an atrial switch procedure. As a result, his circulation followed the characteristic post-atrial-switch pathway (ra ¿ mitral valve ¿ lv ¿ lungs ¿ la ¿ tricuspid valve ¿ rv ¿ aortic valve ¿ aorta). The native aortic valve demonstrated severe regurgitation. Due to the severity of the cardiogenic shock, veno-arterial ECMO was initiated. Impella 5.5 support was selected for left-sided unloading, ECMO re-configuration, and use as a bridge-to-transplant strategy. Given the patient¿s unique anatomy, extensive pre-procedural planning was performed with the surgical team. To mitigate the impact of the severe aortic insufficiency, the managing physician planned to operate the impella at a higher performance level. The device was successfully implanted, and the subsequent support course was initially uneventful. The patient was mobilized while on support. Episodes of hypovolemia were managed with fluid resuscitation and temporary reduction of the impella performance level in alignment with the IFU before returning to a higher p-level. The patient required re-intubation due to pulmonary edema. The purge system was exchanged due to low purge flow, and tissue plasminogen activator (tpa) therapy was initiated on support day 10. Due to the absence of additional clinical information, we can only report that the patient experienced a fatal outcome while on support. No further medical details regarding the circumstances leading to the fatal outcome were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B2 (date of death) has been omitted from the initial medwatch. D1 (brand name) has been updated. Hypovolaemia/pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: no logs are available. The cause of the purge pressure high cannot be determined since no product and no logs are available and insufficient clinical details were provided.